Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the device was opened and the cartridge was not secure in the device. Used another like device to complete the procedure. There was no patient consequence.